Manufacturer narrative:
The nihon kohden clinical applications specialist (cas) reported that the patient type changes during export data. The primary bedside monitor is in child mode. Using export data, the transport monitor (tpm) is adopting the default patient type in the transport monitor's default settings, but it is adopting the parameter and alarm values of the device the data is being transported from. For example: g5 bedside monitor is an adult patient, but the transport monitor defaults to child. When they try to export data to the tpm, the patient type will change to child but keep the adult settings. When the transport monitor is docked in the same g5 bedside monitor, it adopts the patient type of the g5. When it is docked in a different g5, it takes on the patient type of the transport monitor default, not the g5. This is the case no matter which option is chosen: use patient settings from transport monitor and use settings from this (destination) monitor. This was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the g5 bedside monitor - csm-1502a sn (B)(4). Bedside monitor g5 series - model: csm-1502a. Sn: (B)(4). Device manufacturer date: 09/30/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Model: csm-1502a. Sn: (B)(4). Device manufacturer date: 09/29/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Model: csm-1502a. Sn: (B)(4). Device manufacturer date: 09/29/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Transport monitor - model: bsm-1733a. Sn: (B)(4). Device manufacturer date: 06/16/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Model: bsm-1733a - sn: (B)(4). Device manufacturer date: 06/27/2018. Unique identifier (UDI) #: 04931921111833. Returned to nihon kohden: not returned. Model: bsm-1733a - sn: (B)(4). Device manufacturer date: 06/30/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Model: bsm-1733a - sn: (B)(4). Device manufacturer date: 07/17/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The nihon kohden clinical applications specialist (cas) reported that the patient type changes during export data. The primary bedside monitor is in child mode. Using export data, the transport monitor (tpm) is adopting the default patient type in the transport monitor's default settings, but it is adopting the parameter and alarm values of the device the data is being transported from. For example: g5 bedside monitor is an adult patient, but the transport monitor defaults to child. When they try to export data to the tpm, the patient type will change to child but keep the adult settings. When the transport monitor is docked in the same g5 bedside monitor, it adopts the patient type of the g5. When it is docked in a different g5, it takes on the patient type of the transport monitor default, not the g5. This is the case no matter which option is chosen: use patient settings from transport monitor and use settings from this (destination) monitor. This was not in patient use.

Manufacturer narrative:
Details of the complaint: the nihon kohden clinical applications specialist (cas) reported that the patient type changes during export data. The primary bedside monitor is in child mode. Using export data, the transport monitor (tpm) is adopting the default patient type in the transport monitor's default settings, but it is adopting the parameter and alarm values of the device the data is being transported from. For example: g5 bedside monitor is an adult patient, but the transport monitor defaults to child. When they try to export data to the tpm, the patient type will change to child but keep the adult settings. When the transport monitor is docked in the same g5 bedside monitor, it adopts the patient type of the g5. When it is docked in a different g5, it takes on the patient type of the transport monitor default, not the g5. This is the case no matter which option is chosen: - use patient settings from transport monitor - use settings from this (destination) monitor this was not in patient use. Investigation conclusion: it was reported that their patient type is changing when the data is transport to the transport monitor (tpm / bsm-1700). The host monitor (g5/g7) is set to patient type adult. The default patient type on the transport monitor is set to child. Customer expected that that when they transfer the data from the host monitor to the transport monitor, the patient type on the transport monitor will change to adult. However, when they performed the transfer, the transport monitor maintained its default child patient type setting. Investigation identified that this event is within product specifications. There was no malfunction of the nk device. Only stored / saved data is transferred to the bsm-1700. The following is a list of settings and data (see below) that are reflected during transport, as described as stored data in the instruction / operator's manual. Patient type is not included as data to be transferred on the device. Patient information -patient ID -date of birth -gender -qrs detection type -patient name -height and weight -pacing detection patient name -height and weight -pacing detection -upper and lower alarm limits -arrhythmia alarm -saved items for full disclosure window -lead for trace 1 and 2 -arrhythmia analysis on or off -arrhythmia recall -spo2 and spo2-2 labels (op no. 33a and 73a only) 24 hours of review and trend data -trend graph -trend table, nibp table -hemodynamics data table -arrhythmia recall (except for a-fib) -full disclosure (five waveforms can be selected but only four of them can be displayed on the full disc window at the same time) -12-lead analysis report -12-lead analysis result -st recall the following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 - b7 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the g5 bedside monitor - csm-1502a (B)(6). Bedside monitor g5 series model: csm-1502a sn: (B)(6) device manufacturer date: 09/30/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned model: csm-1502a sn: (B)(6) device manufacturer date: 09/29/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned model: csm-1502a sn: (B)(6) device manufacturer date: 09/29/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned transport monitor model: bsm-1733a sn: (B)(6) device manufacturer date: 06/16/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned model: bsm-1733a sn: (B)(6) device manufacturer date: 06/27/2018 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned model: bsm-1733a sn: (B)(6) device manufacturer date: 06/30/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned model: bsm-1733a sn: (B)(6) device manufacturer date: 07/17/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The nihon kohden clinical applications specialist (cas) reported that the patient type changes during export data. The primary bedside monitor is in child mode. Using export data, the transport monitor (tpm) is adopting the default patient type in the transport monitor's default settings, but it is adopting the parameter and alarm values of the device the data is being transported from. For example: g5 bedside monitor is an adult patient, but the transport monitor defaults to child. When they try to export data to the tpm, the patient type will change to child but keep the adult settings. When the transport monitor is docked in the same g5 bedside monitor, it adopts the patient type of the g5. When it is docked in a different g5, it takes on the patient type of the transport monitor default, not the g5. This is the case no matter which option is chosen: - use patient settings from transport monitor - use settings from this (destination) monitor this was not in patient use.